Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the manufacturer (getinge(B)(4)). (B)(4). The info contained within this report is based upon the info provided to the manufacturer by representatives of the manufacturer's sales and service unit subsidiary. Additional info will be provided upon conclusion of the manufacturer's investigation.